Manufacturer narrative:
The device involved int eh event will not be returned for evaluation as it remains implanted in the pt. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. Additional devices: model: a34-34/c100-o20 v suprarenal aortic extension; lot: 1252485024; rel. Date: 10/05/2015; exp. Date: 09/17/2018; (B)(4). Model: a34-34/c110 v infrarenal aortic extension; lot: 12452533014; rel. Date: 10/09/2015; exp. Date: 08/31/2018; (B)(4). Model i20-20/c55f sa limb aortic extension; lot: 1353885026; rel. Date: 10/05/2015; exp. Date: 09/21/2018; (B)(4).

Event description:
It was reported the pt had a procedure on (B)(6) 2015 with a bifurcated, vela suprarenal, vela infrarenal and a limb extension. Pt condition was stable post procedure and expired same day.